Event description:
On (B)(6) 2018, a patient (pt) from (B)(6) reported a diagnosis of corneal ulcer (affected eye not provided) on a social media website while wearing an unknown acuvue brand contact lens (acuvue brand not provided). The pt reported purchasing the contact lenses (cl) for the first time 2 months ago and was diagnosed with the corneal ulcer during the first week of wear. Pt uses clear care to disinfectant the lenses nightly. Pt reported the contact lens and the contact lens case were discarded. No additional information was provided. On 25jun2018 a request was sent to the pt via social media for additional medical and product information. The pt replied that it was unknown if the contact lens box is still available, but the pt will check. No additional information was provided. Additional medical and product information has been requested, but no additional information has been received. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.